Event description:
It was reported via e-mail that the customer passed away while wearing the insulin pump. It was stated that the medical examiners preliminary findings are inconclusive and nothing related to diabetes. The blood glucose reading upon finding the body was 5mg/dl. It was stated that the customer was very stressed out from work. The customer went to bed and his blood glucose was 3.8 mg/dl. The customer treated. The next day in the afternoon his mother went to wake him up and he was already dead. It was stated that he was found surrounded by empty dextrose type containers but no sign of movement whatsoever. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.